Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of patient was diagnosed with covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with 1cc juvéderm volbella® in the lips. Approximately 4 months later, patient was diagnosed with covid-19. Approximately 3 weeks after that diagnosis the patient developed swelling and inflammation at the site of the filler. Healthcare professional planned to prescribed "rx abx + steroids."